Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This supplemental report was created to capture additional information in b5 event description and h6 device codes.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. In addition, the cause of high thresholds was possible dislodgement. The physician tried to reposition the lead but it was unable to capture data. This lead was explanted and new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The known inherent risk conclusion code was selected based on analysis evidence or field report which indicates an issue covered by the instructions for use (IFU) and therefore is deemed a known inherent risk of the device.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. In addition, the cause of high thresholds was possible dislodgement. The physician tried to reposition the lead but it was unable to capture data. This lead was explanted and new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. The physician tried to reposition the lead but it was unable to capture data. This lead was explanted and new lead was placed. No additional adverse patient effects were reported.